Event description:
The customer tested blood glucose level and received a result of "hi". The customer dosed 5 units of humalog per doctor's instruction. The customer went to the hospital and they received a result of 480 mg/dl, the customer's device read 48 mg/dl. The customer was given an insulin drip, and IV's for dka. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.